Event description:
It was reported that a patient experienced a break in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy, which caused peritonitis. The peritonitis was manifested with abdominal pain and cloudy pd fluids. On the same day as the onset, the patient was hospitalized for the peritonitis. The treatment for peritonitis was with cefazolin (2 grams/day, intraperitoneally (ip) and gentamycin (80 mg/day, ip). The antibiotics were stopped and the patient was discharged from the hospital after seventeen days. The patient was recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.